Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet did not hold a charge and the user later realized the device was left at a different residence, with plans to call back for further assistance; troubleshooting of the ilet and charging pad and a potential change to therapy settings were identified as next steps. Symptoms included no clinical symptoms reported. Outcomes included no impact on health reported. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction or component failure because the device was not available for assessment and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.